Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of noise and crosstalk on the atrial channel. X-ray was performed. Noise was not reproducible with isometrics. The patient will continue to be monitored.

Event description:
New information received indicates that programming changes were made.